Manufacturer narrative:
(B)(4) - representative samples of the product were returned for evaluation. The devices were visually and functionally inspected for knot and straight pull and met requirements. The devices were received in a condition that meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an upper eyelid plastic surgical procedure on (B)(6) 2011 and suture was used. The patient experienced secondary bleeding and returned to the physician on (B)(6) 2011 and was found to have a broken suture. The patient underwent reoperation on (B)(6) 2011. Currently, the patient is fine.